Event description:
In (B) (6) 2009, the patient reported condensation in the cartridge chamber of the insulin infusion device and blotchy screen of the chamber. Patient was using the pre-filled glass cartridge (a competitor's product). Patient reported noticing a hairline fracture on the cartridge and leakage of insulin into the cartridge chamber of the infusion device. Patient stated the infusion device was operating; however, the screen of the device was not readable. Patient was strongly advised on discontinuing using the insulin infusion device. Patient stated he will continue using it against recommendation. Product was requested to be returned for evaluation and return kit was sent to the patient. No physiological effects were reported. The patient did not require medical assistance from a health care professional or second party to address the issue.